Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes for this implantable cardioverter defibrillator (ICD). It was noted that the patient had surgery and a magnet was utilized. Technical services (ts) provided a review noting there is stored noise in the right atrial channel and the right ventricular channel that coincided with the surgical procedure and was oversensed as it was stored as a ventricular tachycardia (vt) episode. This device remains in service. No adverse patient effects were reported.